Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead due to low out of range shock impedance measurements. The patient was seen in clinic and low shock impedance measurements were recreated with isometrics. An invasive procedure was then performed and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.